Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 02-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the device was removed years ago because it was shocking her. The patient noted that she didn't know if it was returned or what the outcome was of that. There were no further symptoms or complications reported or anticipated.